Event description:
Medical staff reported an intracapsular rupture with fibrous intracapsular effusion. Anatomical pathology exam performed. Removal of device. Unknown which side this relates to.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.